Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. Patient reported they were in a lot of pain and seems to co-inside with one of their stimulators on the left shoulder and swoosh of electricity. Patient reported the pain was coming from the back of neck down through the collar bone area to the elbow on the left side, and the pain is sharp; pain is intermittent when patient moves. Patient reported that they went to the emergency room (ER) the last night because the night was severe and they could not do anything except provide pain medication. Patient reported that the pain seems to be related to the implant due to the location of ins and nature of the pain. Patient asked if the device could come loose and thinks the device may have jarred loose. Patient stated recently they were prescribed low blood pressure medication and hypertension, and it helped their stability a lot but may have affected something else. Patient asked how does the implant get checked to see if something is loose. Patient reported falling years ago. Patient was redirected to follow up with the health care professional (hcp). No further patient complications were reported/anticipated as a result of this event.